Event description:
This device was returned with oos documentation from biotronik representative (B)(4). Per oos, this lead had intermittent loss of capture between the voltages of 2.0 and 7.5. As this lead had already been repositioned; the physician chose to replace it with a st jude durata 7122, (B)(4).